Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-jun-2025. Investigation summary : bd received 38 samples for investigation. Evaluation of the samples confirmed the presence of air bubbles in the gel. The samples shows tubes with air bubbles in the gel barrier. Additionally, a total of 80 retained samples were visually inspected, and it was found that one retained sample contained an air bubble. Air bubbles in gel are typically caused by air pockets in the gel material or air introduced during the dispense process. If small bubbles are present when the gel product is sterilized, they can enlarge due to heat. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.